Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was congestive heart failure, ischemic cardiomyopathy, hypertension, and diabetes mellitus. The caller stated that, for the last month, the customer had shortness of breath. The customer had heart disease. The caller stated that the customer had been taking medication for a couple of days. The caller did not know the customer's blood glucose at the time of death. The last recorded value was 200 mg/dl on (B)(6) 2016 at 4:31 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not have the customer's insulin pump.